Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump has a couple issues. The customer¿s blood glucose level was unknown at the time of incident. The customer states the pump battery drain quicker when on vibrate feature. The customer states did not get a warning before the battery died on pump. The pump is not being replaced. Customer declined to transfer to 24 helpline. Insulin pump will not be return for analysis.